Manufacturer narrative:
The reported complaint was confirmed. No add'l action will be taken at this time.

Event description:
The field service representative (fsr) and manufacturer engineers reported that during preventative maintenance (pm) of the device, the unit would not switch to float charge on battery. There was no patient involvement.

Manufacturer narrative:
Inspection of the back-up batteries and charging system revealed that the batteries were not allowing the power manager board to switch to float charge when the batteries were fully charged. The fsr replaced the batteries and performed a full test of the back-up batteries. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batters were returned to the manufacturer for further evaluation. During the laboratory evaluation , the batteries accepted charge and pass performance specifications, however their unusually high voltages at full charge indicate that some type of capacity degradation may have occurred.